Manufacturer narrative:
Late submission- discussed with the FDA over a phone call on the 29th of january, 2020. (B)(4). Exemption number, e2014005. (B)(4).

Event description:
The event was reported by a customer from (B)(6): pump shut down during infusion.

Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): pump shut down during infusion.